Event description:
During an outpatient endoscopic sinus surgical procedure 2004 the surgeon was navigating the pt's sinus and inadvertently perforated the orbital area around the eye. Ge service engineers were sent to the site to investigate a possible system inaccuracy. A detailed examination of the o.r setting, the system and the log files revealed no hardware or software failures that could account for the accuracy problems, although a system use error was identified.